Event description:
The customer stated she was hospitalized for diabetic ketoacidosis and blood glucose levels in the 500 mg/dl range. The customer stated he was hospitalized three weeks ago for a sinus infection and the medical doctors believed that the infection could have contributed to the high blood glucose. The customer also stated he is still taking several medicines. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.